Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited low pacing impedance. During elective generator replacement, the lead was discovered to have an insulation breach and was capped on (B)(6) 2022 and successfully replaced. The patient was stable and asymptomatic.

Event description:
New information notes that the right ventricular lead also exhibited oversensing due to noise.